Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. No relevant clinical documents were provided to conduct a thorough medical assessment, thus no medical assessment is warranted at this time. Without the actual products involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
UDI#: (B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a reposition under anesthesia was performed due to implant luxation.